Event description:
It was reported that this patient with this cardiac resynchronization therapy defibrillator (crt-d) exhibited crosstalk on the right ventricular (rv) rate sense lead with pacing inhibition as a result. In addition, the programmed device feature, bi-ventricular trigger was not operating as the physician expected. Technical services was consulted and offered troubleshooting and programming recommendations. Subsequently, the device was reprogrammed which mitigated the observed oversensing. The rv lead remains in service at this time. No adverse patient effects were reported.